Event description:
International affiliate reported a leakage from the junction between a yume-set and a transfer set. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of leakage from the junction between a yume-set and a transfer set due to a broken spike. The root cause was excessive force. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends, and will take corrective/preventive action as appropriate.